Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during the load process with multiple cartridges. Additionally, the customer experienced a low blood glucose (bg) level of 47 mg/dl, cause was unknown. The customer consumed carbohydrates to treat the low bg and reverted to manual injections for insulin delivery. Tandem technical support advised the customer to consult with a healthcare provider regarding bg levels.